Event description:
Reference MDR #1036844-2009-00157 for first event involving same pt. The clinician reported, they were attempting to place a catheter in a 445 lb pt in a code situation. The physician attempted to place the second catheter femorally and it became kinked at the tip and was very flimsy. At which time, they chose to not attempt to place a third catheter.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.